Event description:
The manufacturer received information alleging "alarm out of order" occurring while the device was in patient use. There was no patient harm or injury reported with this notification. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging "alarm out of order" occurring while the device was in patient use. There was no patient harm or injury reported with this notification. During the evaluation of the device at third-party service center, an error related to the outlet pressure sensor was identified. The device's system board needs to be replaced to address the issue. Additionally, not related to the issue the device's blower assembly, bellow blower and machine flow sensor are contaminated. The device's air inlet foam filter, muffler assembly and particulate filter will be replaced due to preventive maintenance. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.